Event description:
The patient was treated in the nasolabial folds with juvederm ultra plus with lidocaine. One day later, the patient reports experiencing swelling, pain, and redness in the nasolabial folds extending up to the nose. The patient later called back and reported receiving treatment with hyaluronidase at the injection site, as well as cipro and keflex. Also pus was reported at the affected site. Follow-up with the physician notes symptoms of high skin temperature, edema at the injection site, erythema, and pain at the injection site as being resolved.

Manufacturer narrative:
(B) (4). The batch number h30l514660 was released by qc according to defined specifications. All the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle and sterility test are registered as conforming. The exact cause is then impossible to determine.